Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient presented with pre operative diagnosis of lumbar spondylosis with lumbar radiculopathy and neurogenic claudication secondary to stenosis at l5-s1 and pseudoarthrosis at l5-s1 and underwent following procedures: 1) decompressive lumbar laminectomy at l4 in a far lateral manner decompressing the thecal sac and the nerve roots with foraminotomy and lateral recess decompression. 2) far lateral decompressive lumbar laminectomy at l5 and lateral decompression of l5. 3) decompressive far lateral laminectomy at s1 decompressing the thecal sac and the nerve roots. 4)posterior lumbar interbody arthrodesis at l4-5. 5) evaluation of prior arthrodesis at l5-s1. 6) removal of the prior instrumentation at l5 and s1, remove the pedicle screws. 7) posterolateral arthrodesis 8) posterolateral arthrodesis l5-s1. 9) anterior lumbar interbody arthrodesis at l5-s1. 10)placement of peek interbody prosthetic spacer at l4-l5. 11)placement of interbody prosthetic spacer at l5-s1. 12) segmental pedicle screw fixation using the pedicle screws at l4, l5, s1. 13) use of allograft bone as well as the autograft bone tor the arthrodesis. Per operative report: ¿the disk was incised and removed with pituitary rongeurs, disk space shavers, endplate rasps and curets, and the endplate was decorticated at the l4-5 level to prepare for arthrodesis. The pedicle screws were then placed at l4, l5 and s1 using screws. The screws were placed bilaterally, and the interbody space at l4-l5 was then packed with allograft and autograft bone, and the appropriate size peek prosthetic spacer was selected and tapped into position at l4-l5. Bmp sponge were also used completing the distraction ,completing the interbody arthrodesis at l4-l5. After this was completed, attention was turned to l5-s1. A retroperitoneal exposure was made, and the disk was removed at l5-s1 and the interbody prosthetic spacer, allograft, autograft bone and bmp were packed into the interspace at l5-s1 and appropriate prosthetic spacer was placed at l5-s1 to complete the interbody arthrodesis at this level as well. After this was completed, the appropriate size rods were selected, placed into the screw heads and compression applied and construct was locked. Transverse processes were decorticated at l4, l5 and s1 levels and allograft and autograft bone were placed out laterally at l4-l5, l5-81 to complete the posterolateral arthrodesis at these levels. Patient tolerated the procedure well with no complications.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.